Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain due to cylinder herniated. It was detailed that the cylinders did not migrate, just were enlarged. A surgical procedure was performed in which the ipp was removed and replace with a new one. There were no further patient complications reported.